Event description:
Pt received third degree burns attributed to the grounding pads used at the time of rfa and resection. Pt was instructed to apply silvadene. Areas on legs did not heal sufficiently. Skin grafts performed by plastic surgeon in 2002. Wounds then healed well with grafting.